Event description:
The pt experienced withdrawal symptoms. A refill, the pump was stopped by clinician. The pt was admitted to the hosp the following day for treatment of unspecified withdrawal symptoms. Pt was treated with intravenous therapy. The pt was discharged from the hosp after one week with fentanyl transdermal patches. It was noted at a subsequent refill that the pump was stopped. The pump was then restarted at a lower dose. The pt subsequently expired in 2005 due to cancer.